Event description:
It was reported that during an implant procedure, this device system exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. The patient, initial reporter, and device information were updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements, measuring 128 ohms. Technical services (ts) suspected the cause was due to an anomaly with the pocket or electromagnetic interference (emi). Ts recommended adding fluid to the pocket. No adverse patient effects were reported. This ICD remains in service. Additional information was received that the device and lead were successfully implanted, and the shock impedance measurements were within normal limits. It was noted that the physician moved the device down on the fascia. No adverse patient effects were reported. This ICD remains in service.